Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance of greater than 2500 ohms, along with noise and oversensing on the most recent atrial tachy response (atr) episodes. The noise was determined to be a result of the respiratory rate trend (rrt) signal being oversensed. Technical services was consulted and offered troubleshooting recommendations. Isometrics were performed, but unable to replicate the noise or high impedances. Rrt was programmed off. A chest x-ray is to be performed. At this time, the device remains in service and there are no adverse patient effects reported. Additional information has been received that this device has been explanted and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance of greater than 2500 ohms, along with noise and oversensing on the most recent atrial tachy response (atr) episodes. The noise was determined to be a result of the respiratory rate trend (rrt) signal being oversensed. Technical services was consulted and offered troubleshooting recommendations. Isometrics were performed, but unable to replicate the noise or high impedances. Rrt was programmed off. A chest x-ray is to be performed. At this time, the device remains in service and there are no adverse patient effects reported.